Event description:
It was reported to philips that system gave a generator alert, preventing imaging. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, during the treatment was performed when the issue happened, and the procedure was delayed less than 20 minutes, and it was completed by rebooting the system several times. Philips remote service engineer (rse) checked the system remotely and found unable to perform imaging. Rse reported that the end users restarted the system multiple times, and upon the arrival of the biomedical team, the system was operational. After several restart, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.